Event description:
Sorin group (B)(4) received a report that during setup the mast roller pump display panel was blank when turned on. The system was not used for the case. As this occurred during setup, there was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The panel, pn 28-95-80, sn (B)(4), is a component of the pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during setup the mast roller pump display was blank when turned on. The system was not used for the case. As this occurred during setup, there was no patient involvement. Investigation found that there was a problem with the hkr board. Oxidation due to penetrated liquid could be identified as a root cause for the problem. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfrs the s5 mast roller pump. The panel, pn (B)(4), sn (B)(4), is component of the pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during setup the mast roller pump display was blank when turned on. The system was not used for the case. As this occurred during setup, there was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.